Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Noise and several automatic mode switch episodes were noted on the patient's atrial lead. No interventions were performed. The patient was stable.